Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the symptom is a grainy or blurry screen when conducting scans was unconfirmed. The image produced looks similar to acceptable image samples. Reported issue root cause: there is no root cause due to the reported issue being unconfirmed.

Event description:
It was reported by biomed - the symptom is a grainy or blurry screen when conducting scans. We had this specific issue with this specific device when we first received it in january 2022. We sent it in to be evaluated and then it was returned to us as ¿no problem found¿. Now it is having the same issue again.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number asfzay119 showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number (B)(4) is: inconclusive as the failure could not be reproduced during evaluation (reference: MDR number 3006260740-2022-00902).

Event description:
It was reported by biomed - the symptom is a grainy or blurry screen when conducting scans. We had this specific issue with this specific device when we first received it in (B)(6) 2022. We sent it in to be evaluated and then it was returned to us as ¿no problem found." Now it is having the same issue again.